Event description:
It was reported that on (B)(6) 2020, patient presented with a pre-existing hematoma and renal failure that was surgically treated. It was reported that a 6.0x15mm herclink elite balloon expandable stent (bes) was implanted in the right renal artery and a 6.0x15mm herclink elite bes was implanted in the left renal artery. Two hours later, the patient had pain on the right side. A scanner imaging was performed and revealed an occlusion due to thrombosis in the right renal artery stent, which caused right renal ischemia. On (B)(6) 2020, fibrinolytic therapy was administered and a new unspecified stent was implanted to treat the right renal artery. There was no clinically significant delay. Subsequent to filing the initial report, the following additional information was received from the account: the hematoma and renal failure occurred before stent implantation and was treated via medical treatment not surgical. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ischemia, pain and thrombosis are listed in the electronic instructions for use, peripheral stent system rx herculink elite, ce as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2 - outcomes attributed to ae "hospitalization-initial or prolonged" was removed.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2020, patient presented with a pre-existing hematoma and renal failure that was surgically treated. It was reported that a 6.0x15mm herclink elite balloon expandable stent (bes) was implanted in the right renal artery and a 6.0x15mm herclink elite bes was implanted in the left renal artery. Two hours later, the patient had pain on the right side. A scanner imaging was performed and revealed an occlusion due to thrombosis in the right renal artery stent, which caused right renal ischemia. On (B)(6) 2020, fibrinolytic therapy was administered and a new unspecified stent was implanted to treat the right renal artery. There was no clinically significant delay. No additional information was provided.